Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number mlp-030018, and the reported event could not be conclusively established through this evaluation. The relevant sections of the device history records for mlp-030018 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. This IFU lists adverse events, including death, as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired. The cause of death is unknown. The outcome was not device or therapy related.